Event description:
New information noted that there were no electrical anomalies and patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11692 it was reported that the patient presented in the emergency room. The right ventricular and atrial leads had dislodged. The leads were repositioned on (B)(6) 2021. The patient was stable post procedure.